Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post-operatively, the patient complaint of abdominal discomfort and a piece of plastic was removed.